Event description:
On 4th december 2024, it was reported by an arthrex employee via email that an ar-1920sf corkscrew anchor was deformed during implantation. This was detected during a right knee arthroscopic anterior and posterior cruciate ligament reconstruction and internal collateral ligament reconstruction surgery on (B)(6) 2024. Ar-1927pb and ar-2324ptb was used to prepare bone socket. The anchor was deformed, resulting in implantation failure. Procedure was successfully completed with no patient harm and no secondary procedure needed, by using another new ar-1920sf.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1920sf corkscrew was received for investigation. Visual evaluation of the returned device noted that the tip of the device had broken off. Further visual evaluation noted the sutures that were returned were torn and frayed. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces during insertion and/or prying/leveraging the device during use.